Event description:
It was reported that during a urology procedure, the tips of the device did not come together and the clips were not placed well. It was not known how the case was completed. All known information was reported. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a urology procedure the tips of the device did not come together and the clips were not placed well. It was not known how the case was completed. All known information was reported. There were no patient consequences reported.